Event description:
The bedside cardiac monitor was working when we arrived in the room, but shortly thereafter the bedside cardiac monitor did not. We all attempted to troubleshoot it, but it would not work. We had to get a portable monitor to get the patients info up. We then moved him to an open room. Spacelabs cpu: last pm 11/2017. Next pm 11/2019. Ordered part day reported. Backplane board. Part#: 670-0915-03.